Event description:
The customer alleges that the blue bronchial cuff of the tube is too small and does not seal the bronchus. Intervention - the patient was re-intubated. The patient's condition is reported as fine.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. The device was manufactured according to release specification. The sample was returned for evaluation. A visual exam was performed and there were no obvious defects observed. The blue and clear cuffs were inflated with a calibrated endotest meter. Both remained inflated at 25mbar, which indicated there was no leakage. The sample was then immersed into water with the cuffs inflated, and no air bubbles were observed. Both cuffs were measured and were found to be within spec. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.